Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for analysis. No definite signs-of-user were observed. Visual analysis of the PICC catheter revealed that the proximal extension line luer hub had a notch around the edge of the inner surface. Microscopic examination confirmed the notch. The shape of the notch appeared spherical. No other defects or anomalies were observed. The inner diameter of the proximal luer hub measured .169", which is within the specification limits of .168"-.170" per the molded proximal extension line graphic. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a damaged luer hub was confirmed through complaint investigation. Visual analysis revealed that the proximal luer hub contained a dent/notch around the edge of the inner surface. The shape of the notch appeared spherical. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that on feeding the wire into the white lumen, the staff member noticed a piece of the plastic extending from the side of the lumen broke off falling into the PICC. A new PICC was opened and inserted. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that on feeding the wire into the white lumen, the staff member noticed a piece of the plastic extending from the side of the lumen broke off falling into the PICC. A new PICC was opened and inserted. No patient injury reported.